Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unk procedure. The physician followed all the steps, but reportedly, when the vessel locator wings were opened, it felt "stringy and spongy" and the device failed to deploy. Hemostasis was achieved with manual compression. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.